Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the customer experienced high blood glucose level of 400 mg/dl. The customer did not mention any treatment or symptom related to high blood glucose level. They also reported insulin flow block alarm on the insulin pump. Troubleshooting was performed and the insulin exited. The infusion set cannula was also bent as reported by the customer. The customer was not yet trained on auto mode and it was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.